Event description:
It was reported that the patient presented for an implant procedure. Measurement was performed upon placing the left ventricular (lv) lead on coronary sinus and it exhibited high pacing impedance. The lv lead was not used and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.